Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The device was returned from a competitor without information regarding patient impact or product performance. Upon follow-up it was reported that the lead was cut and capped due to an apparent insulation break. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached, all conductors cut, outer insulation breached cut, white substance noted, and blood noted on distal conductor (not obstructed) the partial lead was returned in segments for analysis.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The device was returned from a competitor without information regarding patient impact or product performance. Efforts to contact the physician regarding this event are in process at this time. No patient complications have been reported as a result of this event.